Manufacturer narrative:
Motion interrupt pan. Repair arrangements made for later date.

Event description:
It was reported by service report that the fowler was drifting and the motion interrupt pan was missing. There was pt involvement; however, no adverse consequences were reported.